Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the covidien 15mm bag was inserted down the trocar to retrieve the specimen and the blue seal detached form the trocar landing in the patient. A new versastep 15mm trocar was used to finish to case.